Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. Upon initial evaluation, the unit passed the performance check. The fsr found that the limit dial pointer was broken. The fsr replaced the limit dial pointer and the unit passed the patient circuit calibration and performance check.

Event description:
The customer reported that the unit is not holding the mean airway pressure (map) and the limit is not working. It is unknown if there was patient involvement associated with the reported issue.